Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy. Multiple daily injections (mdi) also available.